Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: on investigation, the pump powered on with a fully functional display screen without evidence of a line in the display field. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.